Event description:
It was reported that the customer experienced an ongoing high blood glucose (bg) level of 546-600 mg/dl and ketones. The cause of the high bg was unknown. A manual insulin injection was administered, and the infusion set was changed to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.